Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a recurring keypad anomaly. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump would freeze up and the buttons were unresponsive. Customer stated that removing and reinserting the battery resolved the issue. Customer reported that it happened twice. No troubleshooting was performed. Attempted to contact the customer and was able to leave a voicemail message. Insulin pump is not expected to return for analysis.